Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this right atrial lead exhibited low out of range impedance measurements and noise episodes due to what is suspected to be an insulation failure. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.